Manufacturer narrative:
Investigation revealed that this failure mode is from improper service. The leg rest assembly had reportedly malfunctioned prior to this event and was temporarily repaired by the patient's son, david. It was after this invalid repair the event occurred. The dealer evaluated the wheelchair and found the leg rest strap and spring had corroded from being saturated with an unknown foreign substance. The dealer associated secondary root cause of "user neglect/abuse" from the lack of care/maintenance which has contributed to the rapid failure of these components. The owner's manual warns against using the wheelchair if damages occur and warns against non-certified repairs that might lead to damages/personal injury (supporting documents attached to case). David acknowledged these facts during our discussion an admitted that he should not have tried to make corrections to the wheelchair. Consequently, this unauthorized repair being unsuccessful and soiled components being used and compromised caused the leg rest to drop leading to alleged injury. The family would not provide information towards the extent of injury. The dealer removed the defective parts and repaired the wheelchair with certified parts from dealer stock. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
It is reported that the footplates on the wheelchair detached and fell down to the ground while the patient was driving down the hallway. As a result, the leg rest impacted a metal threshold/plate and abruptly stopped the wheelchair tossing the patient onto the floor sustaining alleged injury. Patient was not wearing a positional belt.